Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a message while recharging of system problem rm04 (this was the first time the pt received the error). Pt said the equipment had been acting up for a while, whenever medtronic sent the pt a new controller within a week of getting the new one that's when patient (pt) started having issues. Pt said they have reset the controller a couple days ago when their equipment was acting up. Pt notified their medtronic representative matt and the representative had the pt reset the controller. Pt said it takes them 2 hours to charge when it use to be 45 minutes (pss understood charging the implant), the charging session does not charge in a timely fashion for it's not acting right. Pt said that the controller no longer beeps for their equipment does not beep when its through (pss understood the controller does not beep when the implant recharging session was done). While pt was attempting to charge and the implant was charging, then the pt received the message finished even after a minute or two after starting the charge. Pt said they always charge at the same everyday from noon to 1pm; pts implant was currently at 50% battery. Pt noted the equipment gets warm. Tr oubleshooting was unable to be performed as pt was escalated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial (B)(6) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.